Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from the product investigation indicates that the allegation was confirmed. A visual analysis of the power adapter was completed. The damage was observed wherein the cord showed signs of possible chew marks, and the cap is in the middle of the cord with exposed wires, and a seepage was observed. The power adapter was plugged but it does not illuminate power. The power adapter damage is induced that occurred in the patient's environment. A good power adapter was used to test the communicator, and it successfully powered on and passed the diagnostic testing. The conclusion of unintended use error was determined based on the analysis finding of induced damage from the chew marks.

Event description:
It was reported that the communicator power cord had melted. The communicator was no longer working. The patient was away from home, and when returned, the communicator showed no lights. The patient checked the power cord and saw visible damage; a part of the power cord had melted. A boston scientific company representative opted to send the communicator. Additional information from the product investigation indicates that the allegation was confirmed. A visual analysis of the power adapter was completed. The damage was observed wherein the cord showed signs of possible chew marks, and the cap is in the middle of the cord with exposed wires, and a seepage was observed. The power adapter was plugged but it does not illuminate power. The power adapter damage is induced that occurred in the patient's environment. A good power adapter was used to test the communicator, and it successfully powered on and passed the diagnostic testing. The conclusion of unintended use error was determined based on the analysis finding of induced damage from the chew marks. The communicator is no longer in service. No adverse patient effects were reported.

Event description:
It was reported that the communicator power cord had melted. The communicator was no longer working. The patient was away from home, and when returned, the communicator showed no lights. The patient checked the power cord and saw visible damage; a part of the power cord had melted. A boston scientific company representative opted to send the communicator. The communicator is no longer in service. No adverse patient effects were reported.